Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 900 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline to address the elevated bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not started an active cgm session and the control iq feature was working as intended. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the hospital. Customer declined follow up to obtain additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.